Event description:
It was reported that the physician dr. (B)(6), who is trained in use of the device, attempted femoral arteriotomy closure using the starclose vascular closure system after a diagnostic cardiac catheterization. The starclose was inserted, the vessel locator button was deployed, the lever was down and the skin dimpled. The device was pulled back slightly, the lever was depressed and "click 3" was heard louder than usual. The device recoiled and backed out of the artery a bit. Clip deployment was attempted. The vessel locator button retracted (wouldn't stay open). Hemostasis was achieved with manual compression. There was no pt injury. The device is expected to be returned. No additional info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info. (B)(4).